Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl+ indicating that device could not pass the operational check. The device was evaluated by asp. Device was back to normal use after redoing the operational check again. Customer confirmed that the user did not know how to use the device correctly. Based on the information available and the testing conducted, the cause of the reported problem was incorrect operation. The reported problem was confirmed. The device was operational after instrcuting customer with the correction operation. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.